Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor had a lost signal. The patient's blood glucose at the time of incident is unknown. When the sensor was removed from the customer's body the electrode was missing. The sensor was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.